Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise of shock impedance measurements that were greater than 125 ohms. Technical services (ts) discussed with the health care professional that the suspected cause was calcification and when or if the upper limit was reached, to consider a synch max energy shock. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise of shock impedance measurements that were greater than 125 ohms. Technical services (ts) discussed with the health care professional that the suspected cause was calcification and when or if the upper limit was reached, to consider a synch max energy shock. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead exhibited a gradual rise in shock impedance measurements since implant. Ts discussed this is consistent with calcification and recommended normal follow up at this time. This rv lead remains in service. No adverse patient effects were reported.